Event description:
Discordant, (B)(6) surface antigen results and discordant estradiol results were obtained on patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument. It is unknown if the correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) and estradiol results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that wash 1 lid sensor was not sensing when the wash bottle is replaced. The cse replaced the lid sensor after discovering that the wash 1 solution had leaked and damaged it. The cse primed the wash 1 bottle three times. The cause of the discordant (B)(6) and estradiol results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.